Event description:
It was reported that balloon rupture occurred. A 10.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, the balloon burst just before reaching pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 30 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 20mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, the balloon burst just before reaching pressure. The procedure was completed with another of the same device. No patient complications were reported.